Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the viper universal poly driver (p/n: 279734000, lot #: mi61722) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken off and not returned. The device failure/defect was identified. Dimensional inspection: the outer diameter of the shaft near broken tip was measured. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint is confirmed. Investigation conclusion the complaint condition was confirmed for the viper universal poly driver (p/n: 279734000, lot #: mi61722). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi61722 was released in a single batch. Batch1: lot qty of (B)(4) units were released on dec 30, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: part returned. Initial reporter is j&j company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, a review of the device history records has been requested and is currently pending completion as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date. Upon inspecting the kit found these instruments with a broken tip. The instruments were not being used in surgery. There is no patient involvement. The procedure outcome is unknown. This complaint involves five (5) devices. This report is for one (1) viper system polyaxial screw driver t20. This report is 3 of 5 for (B)(4).